Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator has been returned and evaluated by the failure analysis (fa) team. The issue could not be confirmed through logs, but functional testing showed the unit did not power on. The fuse was replaced, but the unit remained non-functional and logs and diagnostics could not be accessed. The probable cause of error was attributed to a faulty electrical component inside the generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the generator did not power on. The user tried a second power cord with no change. The user verified the outlet worked and had power. The user replaced the generator with a third-party generator and continued with the procedure as planned without further issues. No known impact or patient consequence was reported.